Event description:
Additional information received reported that the patient had experienced increased pain. The patient had an x-ray on (B)(6) 2012 and the results showed the lead migration. The lead revision occurred on (B)(6) 2012 and the patient recovered without sequelae on that date.

Event description:
Additional information received reported that an additional lead was implanted on (B)(6)-2010. No further information was reported.

Event description:
It was reported that the patient experienced lead migration. The lead was repositioned from t12 to t7.

Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: na; lead: model 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6); lead: model 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead.

Event description:
Additional information received reported an x-ray taken to confirm lead migration occurred on (B)(6) 2010. Additionally, the previously reported x-ray occurred on (B)(6) 2010. It was unclear if two x-rays were taken. The previously reported lead revision occurred on (B)(6) 2010. The resolved without sequela date corresponded with the 2010 date provided in this report.